Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03052. (B)(4) study. It was reported that myocardial infarction, elevated cardiac enzyme, shortness of breath, nausea, excessive sweating, chest pain and restenosis occurred. In february 2012, the patient was presented due to unstable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was an isr of unknown drug eluting stent located in the mid saphenous vein graft (svg) to right posterior descending artery (r-pda) with 90% stenosis and was 15 mm long with a reference vessel diameter of 4 mm. The lesion was treated with direct stent placement using 4.00 mm x 16 mm and 4.00 mm x 20 mm ion¿ stents. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In february 2014, the patient was presented due to shortness of breath associated with sweating, nausea, sub sternal chest pain radiating towards neck and jaw and was hospitalized on the same day. It was observed that the patient experienced ischemic symptoms. The patient's cardiac enzymes were found to be elevated and myocardial infarction (mi) occurred. Additionally, electrocardiogram (ECG) revealed q wave mi. The 100% stenosis located in r-pda was treated with balloon angioplasty, with 0% residual stenosis. Eight days after the onset of symptoms, the events was considered resolved without residual effects and the patient was discharged on plavix and aspirin.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported in (B)(6) 2014 a 100% totally occluded stent thrombosis was noted to the of the previously placed non study stents(4.5mm liberte stent, 4.0x12mm promus stent, 3.5x18mm promus, 4.00x18mm, promus stent, 4x16mm ion stent and 4x12mm ion stent) additionally the same day the patient was diagnosed with frontal lobe cva.